Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the broken mount for position sensor. A field service engineer replaced the mini drawer in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had damaged mini drawer pocket.the user mentioned that the device allowing anesthesia to pull out the entire drawer at once. There was no delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.